Event description:
On 02/21/2025, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft was stuck inside an ar-9597-10 angled reamer sleeve and cold welded together. This was discovered during a reverse total shoulder procedure and the case was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: the complaint allegation is confirmed. One unpackaged ar-9676, serial/batch number unk, was received for investigation. The ar-9676 was stuck inside ar-9597-10, serial/batch number (B)(6). The visual evaluation revealed heavy scratches and lines at the proximal area because the device was received and stuck inside the ar-9597-10, and a more in-depth visual inspection could not be performed. Functional testing was not conducted because the device was stuck inside ar-9597-10; however, an attempt to move/rotate found the device was firmly stuck inside and not moving in any direction. The observed condition is most likely due to heavy use. Eco-41381 was implemented to reduce the outside diameter of the reamer. Ncr-27796 was opened to address the issue of the parts binding/sticking together.